Manufacturer narrative:
This report is being supplemented to provide correction in the reported device's unique device identification (UDI) number, as well as additional information received in follow-up with the user facility. The user facility noted that the device was used 4-5 times while awaiting the results of the positive culture. Additional MFR #s 02439 (1/4), 02334 (2/4), 02355 (3/4), 02361 (4/4) have been opened to address this. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed with no additional reportable malfunction found. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no contamination detection found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine inspection of the scope. The scope was tested and retested and showed >120/20ml and 20/19.5ml for klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Included in the device IFU and describing the reprocessing methods are the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.